Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06499. H10: the sample was not returned for evaluation. Medical records and images were not provided. The investigation is inconclusive for the alleged tilt, limb detachment, migration, perforation, and was retrieval difficulty. The root cause could not be determined. The sample was labeled for single use. H10: g4, h6 (device code: 2907, 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f, vena cava filter, allegedly experienced tilt, limb detachment, migration, perforation, and was difficult to retrieve. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f, vena cava filter, allegedly experienced tilt, limb detachment, migration, perforation, and was difficult to retrieve. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.